Event description:
It was reported that his patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized for an episode of peritonitis. Additionally, it was reported that the patient transitioned to hemodialysis (hd). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 197 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for stenotrophomonas maltophilia on (B)(6) 2024, and the patient¿s antibiotics were continued. While hospitalized, the nephrologist decided the patient was no longer a good fit for ccpd, and his pd catheter (not a fresenius product) was surgically removed on 19/oct/2024. A tunneled hd catheter (not a fresenius product) was surgically placed the same day, and the patient permanently transitioned to hd for rrt without reported issue. The patient was discharged on 23/oct/2024 in stable condition and has recovered from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. The patient admitted he had not been wearing the proper ppe or disinfecting his hands prior to initiation or termination of treatment due to ¿being too tired.¿ per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd on an outpatient basis without any known issues and completed the prescribed antibiotic course intravenously.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, the removal of the patient¿s pd catheter (not a fresenius product), and transition to hd for rrt (patient preference). The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. The patient admitted he had not been wearing the proper ppe or disinfecting his hands prior to initiation or termination of treatment due to ¿being too tired.¿ stenotrophomonas maltophilia is an environmental bacterium found in aqueous habitats, including plant rhizospheres, animals, foods, and water sources. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that his patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized for an episode of peritonitis. Additionally, it was reported that the patient transitioned to hemodialysis (hd). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 197 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every three days and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for stenotrophomonas maltophilia on (B)(6) 2024, and the patient¿s antibiotics were continued. While hospitalized, the nephrologist decided the patient was no longer a good fit for ccpd, and his pd catheter (not a fresenius product) was surgically removed on (B)(6) 2024. A tunneled hd catheter (not a fresenius product) was surgically placed the same day, and the patient permanently transitioned to hd for rrt without reported issue. The patient was discharged on (B)(6) 2024 in stable condition and has recovered from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. The patient admitted he had not been wearing the proper ppe or disinfecting his hands prior to initiation or termination of treatment due to ¿being too tired.¿ per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd on an outpatient basis without any known issues and completed the prescribed antibiotic course intravenously.